Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the bone fracture reported cannot be conclusively determined but may be related to a combination of forces applied during the surgical procedure or patient-related risk factors. However, this cannot be confirmed because relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Intra-operatively of a right tsa, it was reported via clinical study that the patient experienced humeral fracture. Humeral spiroid shaft fracture during glenoid exposition. During the initial implantation there was ostesynthesis of humeral shaft and cemented long stem. The outcome of this event is considered resolved and additional comments were "humeral fracture almost healing". The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
Concomitant device(s): 320-01-38 - equinoxe reverse 38mm glenosphere: 5213416. 320-38-00 - equinoxe reverse 38mm humeral liner +0: 5184043. 306-02-08 - equinoxe, humeral long stem 8mm 215mm: 3948882. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5211678. 320-15-01 - eq rev glenoid plate: 5120739. 320-15-05 - eq rev locking screw: 5197338. 320-20-00 - eq reverse torque defining screw kit: 5219576. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5171209. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5217416. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5217448. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: 4994425. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 4315956.